Event description:
Related manufacturer report number: 1627487-2023-02051. It was reported that the patient was experiencing pain at the ipg and lead site. Surgical intervention was undertaken and the lead was repositioned and the ipg was explanted and replaced. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.